Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The technician found fan faults in the event trace. As a resolution, the fan assembly was replaced.

Event description:
The customer reported lap top ventilator 11501 failed in field. There was no information for patient involvement associated with the event.